Event description:
A report was received that the patient was experiencing post- operative pain that she cannot control and numbness in the left leg. The patient went to the hospital. The patient was treated with pain medications and the patient¿s foot was doing much better.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8352-50, serial/lot #: (B)(4), description: coveredge x 32, 50 cm 4x8 surgical lead.

Event description:
A report was received that the patient was experiencing post- operative pain that she cannot control and numbness in the left leg. The patient went to the hospital. The patient was treated with pain medications and the patient¿s foot was doing much better.